Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigation and a definitive cause for the reported mitral stenosis cannot be determined. Although a definitive cause for the reported mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed since mitral stenosis was noted during device use. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation grade 3. The patient presented with a cardio band from the year 2015. The clip delivery system was advanced to the mitral valve and 4 grasping attempts were performed without difficulty. With each grasp, the mean pressure gradient (mpg) was deemed too high, between 7 and 10mmhg. The clip was not implanted and the procedure was aborted. The cds was removed without any complications and the mr remained grade 3. Reportedly, the post-procedure mpg is not available. No future procedure is planned. There was no additional information provided regarding this issue.